Manufacturer narrative:
The customer¿s report that a ballooned pumping segment formed at the upper fitment was confirmed. Visual inspection of set noted that the silicone segment tubing had a bulge (.44660 inches long, .2385 inches wide), discoloration, and was weakened just below the upper fitment. Clear liquid was observed inside the set¿s tubing and drip chambers. No other anomalies were observed. Functional testing resulted in the set flowing freely with no issues observed. No bulge/ balloon was observed in the silicone segment. The set was loaded into a lab pump module device. The primary infusion was programmed at a rate of 120ml/h and vtbi 120ml for 1 hour. No alarm or any other issues were noted by the device. No bulge/ balloon was observed in the silicone segment. The root cause of the ballooning was not identified.

Event description:
It was reported that a patient who was transferred to their facility with a 0.9% sodium chloride 1000ml infusion, had a ballooned pumping segment at the upper fitment. The customer states that there was no harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient who was transferred to their facility with a 0.9% sodium chloride 1000ml infusion, had a ballooned pumping segment at the upper fitment. The customer states that there was no harm.